Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfrf054 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "flushed and was removing port needle. Port needle safety did not stay on needle being pulled out and whole needle unexpectedly came out. Port needles have safety so to reduce sharp risk."